Event description:
The pt had two leads from the same lot number. A sjm rep met with the pt and attempted to reprogram his scs system. She was not able to get stimulation coverage on the left side due to invalid impedances. She was able to program the pt's right side with effective stimulation. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.